Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds). The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Solidified media crystals that resemble saline crystals were evident inside the balloon chamber. The presence of these crystals suggests that the balloon may have been subjected to positive pressure resulting in stent detachment during device preparation/procedure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and stent dislodgement occurred. A 3.00mmx32mm synergy ii drug-eluting stent was advanced to treat the target lesion. The device was inflated and deflated; however following deflation, the physician noticed a dissection at the mid portion of the inflated area. The physician realized that there was no stent on the balloon. The system was removed from the patient's body. Another stent was then placed. The device, the guide catheter and the balloon catheter were all examined; however the stent was not found. It was not inside the patient's body. It was presumed that perhaps the stent had been pulled off the system before it was inserted into the patient. The procedure was completed and no patient complications were reported.